Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm the failure, and stated that the output of the compressor had no output. So, in order to fix the issue, the fse replaced the compressor. The fse then confirmed the output was good, and the result of running was good. The unit was returned to the hospital. The removed compressor was returned to the failure analysis and testing department for investigation. The failure analysis and testing dept. Received compressor with a reported unit failure of an automatic filling error and no compressor output. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Failed the compressor output test which would also cause an autofill failure. The fat was able to resolve the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported during user inspection , the cardiosave intra-aortic balloon pump (iabp) unit automatic filling error occurred and no compressor output. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,e1(name),h6(clinical & impact).

Event description:
It was reported during user inspection , the cardiosave intra-aortic balloon pump (iabp) unit automatic filling error occurred and no compressor output.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.